Event description:
The tech alleged that the brake casters are not holding. No pt impact.

Manufacturer narrative:
The tech tightened all brake caster bolts and adjusted the brake casters to resolve the issue.